Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and functionally tested. The device appears to be in used condition with visible signs of blood. The sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device tip. Functionally tested starts with setting the device into forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the sheath tip. The anchor is manually pulled, deploying the anchor, collage and tamper tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample is in used condition with the anchor present. The sample was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sr purchaser & charge auditor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a hepatic tumor chemo embolization, a 6fr angio-seal was attempted to be used for vascular closure. A 6fr sheath was used in the procedure and a femoral angiogram was performed prior to closure. It was reported the access site "looked good". When they placed the angio-seal into the groin, all steps were performed correctly, however, the angio-seal did not deploy. The angio-seal and sheath came out of the access site without the arteriotomy being closed. All pieces were removed intact. Manual pressure was held and the patient left the room in stable condition. There was no reported blood loss.